Manufacturer narrative:
D10: 180-01-52 - nv crown cup clstr hole 52mm group 2: (B)(6). 122-65-40 - 6.5mm acetabular bone screw 40mm: (B)(6). 122-65-35 - 6.5mm acetabular bone screw 35mm: (B)(6). 132-32-52 - nv gxl lnr, lipped 32mm ID group 2 cups: (B)(6). 142-32-93 - cocr fem head 32mm -3.5 offset 12/14: (B)(6). 160-71-13 - nv cemented plus ext size 13: (B)(6). Pc-13 - stem centralizer 13mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a hip clinical study that approximately 139 months after a left total hip arthroplasty, a patient experienced slight pain after finishing physical therapy. Patient reported 0/10 pain at time of report. It was reported the pain will likely change due to the patient's degenerative changes in the left greater trochanteric bursitis. Medical intervention was reported and as a result the patient's outcome was reported as resolved. No additional information is available.